Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, the device was unable to fire. During the stapling, the stapler stopped the blade. The stapler was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Additional: (MFR. Name, name, email), (phone number, fax number), evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.